Event description:
It was reported that during use of the cleo® 90 infusion set the customer reported noticing air bubbles throughout tubing. Blood glucose levels were reported at 461. Customer performed correction bolus.